Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One-hundred twenty-nine (129) devices were received for evaluation; one-hundred twenty-six (126) events were confirmed during testing. Eighty-two (82) devices were found to be affected by corrosion. Twenty-four (24) devices were found to have damaged internal components. Seven (7) devices were found to have worn internal components. Five (5) devices were found to have damaged internal components and corrosion. Three (3) devices were found to have worn internal components and corrosion. Two (2) devices were found to have migrated internal components. One (1) device was found to have damaged internal components, worn internal components, and corrosion. One (1) device was found to have liquid inside the device, damaged internal components, and corrosion. One (1) device was found to have broken-down lubrication. The reported event was not confirmed for 3 devices; the devices were found to be within specifications for the reported event. Two (2) devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 131 </noe> malfunction events, in which the device overheated. Sixty-seven (67) reported events had no patient involvement; no patient impact. Fifty-nine (59) reported events had patient involvement with no patient impact. Five (5) reported events had no known patient involvement or patient impact.